Event description:
It was reported that at the end of the operation, he decided to use a skin stapler to suture a wound. During the first attempt, the stapler did not close the staples. All staples had the squared shape. The skin stapler did not work properly. The surgeon reported about this problem to the product specialist. The surgeon used sutures to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.